Event description:
Subsequent to the initial medwatch sumission, a second user facility voluntary medwatch was received, which stated the following: "nurse was setting up IV pump set. The nurse attempted to connect pump set to IV extension set, the tubing separated from the y-site connector. Note that this was separation of the "leg" tubing of the set from the y-site. This was a failure of the seal between the tubing and its y-site."

Manufacturer narrative:
Attachment: user facility voluntary medwatch report number 4700230000-2005-8026. Subsequent to the initial medwatch, a second user facility voluntary medwatch was received. The customer contact reported that 4700230000-2005-8026 is a duplicate report of 4700230000-2005-8028.